Event description:
A malfunction alarm with the code malf 24 was reported. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.